Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned as product is still implanted. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that patient underwent primary total hip arthroplasty on (B)(6) 2001. Patient was revised on (B)(6), 2011 due to poly wear. Patient is scheduled to be revised again due to instability. No further information has been received.